Manufacturer narrative:
The getinge field service engineer (fse) discovered external damage to the iabp unit. Specifically, the fse found the back cover of the unit pushed in which caused a bent and/or broken telescopic handle, internally, and found the top part of the telescopic handle opened on the right side. Additionally, the fse discovered that the wheel assembly showed to be sluggish when deployed and retracted which was also determined to have been caused by the pushed in back cover. Further, the fse found that the telescopic handle was able to be deployed with difficulty, and the pins on the right side had to be manually pushed in for the handle to go down. As such, to fix the issue, the fse replaced the slide handle assembly, wheels assembly and console cover, and ensured smooth deployment. The fse then then performed full pm, calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the telescopic handle on the cardiosave intra-aortic balloon pump (iabp) unit was found broken. It was also reported that the wheel assembly of the unit showed to be sluggish when deployed and retracted, as a result of the damaged back cover. There was no patient involvement, and no adverse event reported.